Manufacturer narrative:
Device eval: hospital disposed.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 3.5 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part#: 508-00-000) flagged for visual non-conformances, three of the parts were returned to the vendor and three parts accepted with the justifications "grind marks not visible with unaided visual check." And "meets material specification # 10 specification." A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the device loosening could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient suffering from loosening of the humeral stem. The surgeon removed the stem, shell, insert and glensophere and replaced them with new components.